Event description:
As reported by the (B)(6) registry, the patient experienced an ischemic stroke and thrombus in the high right frontal lobe the same day as the index procedure. The onset was sudden and recovery partial with major residual. The patient experienced left visual field loss, right-sided gaze, dysarthria, left hemiparesis, and reflex change. No emergency cea surgery was required. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the ostial right internal carotid artery of 20mm in length in an 8.0mm vessel diameter. The eccentric lesion was moderately calcified and had no documented tortuosity. A 6mm basket angioguard device was successfully deployed past the lesion and the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. Debris was found in the angioguard filter after retrieval of device. The residual diameter stenosis measured 0%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. It was reported that the ¿procedure went well,¿ but immediately following the procedure, the patient presented to the intensive care unit (ICU) for post-op care with right sided gaze and paralysis of his left upper extremity (lue). A stat brain CT was performed without contrast and a CT angiography of the head a neck. Neurology was consulted. The scans revealed a thrombus in the high right frontal lobe. The patient was taken onto neurology¿s service for 24 hours where tpa infusions were provided in an attempt to bust the clot. After 24 hours on tpa, the patient had regained some of his visual field and no longer had a right sided gaze, but was still unable to move his lue. The patient in ICU until stable and transferred onto regular floor. Physical therapy, occupational therapy, and speech therapy were consulted and were working with the patient for rehab placement and coping strategies.

Manufacturer narrative:
Complaint conclusion: as reported by the sapphire registry the patient experienced an ischemic stroke and thrombus in the high right frontal lobe the same day as the index procedure. The onset was sudden and recovery partial with major residual. Carotid artery stenting (cas) was performed on an 85% occluded lesion in the ostial right internal carotid artery of 20mm in length in an 8.0mm vessel diameter. The eccentric lesion was moderately calcified and had no documented tortuosity. A 6mm basket angioguard device was successfully deployed past the lesion and the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. Debris was found in the angioguard filter after retrieval of device. The residual diameter stenosis measured 0%. The patient was neurologically intact upon leaving the angiography suite. It was reported that the ¿procedure went well,¿ but immediately following the procedure, the patient presented to the intensive care unit (ICU) for post-op care with right sided gaze and paralysis of his left upper extremity (lue). A stat brain CT was performed without contrast and a CT angiography of the head a neck. The scans revealed a thrombus in the high right frontal lobe. Approximately 7 weeks prior to this, the patient had an 8x30mm precise pro rx stent implanted in the ostial left internal carotid artery of 10mm in length in an 8.0mm vessel diameter without incident or reported patient injury. Patient's medical history includes stroke, hyperlipidemia, smoking, hypertension, chronic infrarenal vascular disease, history of thrombotic ischemic stroke, peripheral vascular disease. High risk criteria includes spinal immobility with an inability to flex the neck beyond neutral or a kyphotic deformity. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15802118 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Stroke/thrombosis and its associated sequelae are inherent risks associated with any invasive procedure and can have any of a multitude of possible etiologies. Based on the information available, it appears that the difficulty experienced may have been caused by patient, procedural, pharmacological and lesion factors and is not related to a product quality issue.

Manufacturer narrative:
Three days following the stroke and unknown stent placement, the patient left against medical advice. Approximately 7 weeks prior to the stroke, the patient had an 8x30mm precise pro rx stent implanted in the ostial left internal carotid artery of 10mm in length in an 8.0mm vessel diameter. Pre-procedure nih stroke scale score was 3 and rankin score was 4. The 85% occluded arch I lesion was mildly calcified and had no documented tortuosity. A 5mm basket angioguard was successfully deployed past the lesion and the lesion was pre-dilated. The 8x30mm precise pro rx stent was successfully deployed at the target lesion. Debris was found in the angioguard filter after retrieval of device. The residual stenosis measured 10%. %. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the following day without any adverse events. Nih stroke scale score was 3 and rankin score was 4. Approximately 7 weeks later, the patient had the 8x40mm precise pro rx stent implanted in the ostial right internal carotid artery and shortly after experienced the ischemic stroke. Three days later, the patient left against medical advice and had their 30 day follow up and exited the study. Nih stroke scale score was 7 and rankin score was 4. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: post-procedure medications: tissue plasminogen activator infusion, aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rec, lot number 71212430